Event description:
It was reported that the pt experienced a shocking or jolting sensation down the leg. The pt experienced a jolting instead of a tingling. The pt did experience a fall in july, but had experienced the jolting for over a year. It was noted that the pt did not use stimulation all the time, only when her leg hurt. Movement did not cause any stimulation changes. Also, during programming, all impedances at default were at 690. At 3.5v and 450 question marks were noted for pair 3 and 6. At 3.5v and 300 there were no question marks, but repeating impedances of 769 and 928. Reprogramming did not change the symptoms. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)